Event description:
The manufacturer received information alleging a ventilator failed service testing. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 17, 2022 and section h11 should be reported as: the manufacturer previously received information alleging a ventilator failed service testing. There was no harm or injury reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation, no visual abnormalities were identified on the external components of the device. The manufacturer's service center concluded that the customer has requested a performance verification test (pvt) to confirm that the device is functioning as intended. Sections d8, d9, h2, h3 and h6 has been updated in this report.